Event description:
It was reported that there were concerns that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate anti-tachycardia pacing (atp) burst, followed by an inappropriate shock, due to an atrial-driven arrhythmia. Following the therapy, the heart rhythm was successfully converted. Additionally, the patient experienced unspecified symptoms. Technical services (ts) reviewed the event and stated that it was difficult to determine whether the therapy was inappropriate due to the observed correlation percentage. No adverse patient effects were reported. This ICD remains in service.